Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the patient's medical history included cancer pain. During the follow-up visit, the family member said that the patient had infection and rejection after the device was implanted. Factors that may have led or contributed to the issue were unable to be provided. The device was explanted at the surgery hospital. The issue was resolved and the patient was without injury. The patient's age at the time of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.